Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that customer was experiencing high blood glucose level. Blood glucose level of customer was 600 mg/dl. Current blood glucose level was 483 mg/dl. It was unknown that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown that the auto mode feature was active at the time of incident. Insulin pump had insulin flow block alarm and was resolved by complete set change. The insulin pump will not be returned for analysis.